Manufacturer narrative:
A medtronic representative performed a navigation system check-out, all areas passed. The medtronic representative was unable to replicate the reported issue after replacing the computer.

Manufacturer narrative:
Hospital declined to provide patient demographic information. Return requested. Replacement computer shipped to site 04/15/2016. No parts have been received by manufacturer for analysis. On 05/03/2016 a medtronic representative, following-up at the site, reported replacing the computer resolved the issue. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the navigation system displayed a blue screen. A system re-boot restored normal function. This occurred in the navigation task, however, the surgeon was not navigating at that moment. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
The computer was returned to the manufacturer for analysis. Initial power on successfully booted to login screen. The computer was able to launch applications and navigate without issue. Hdd and ram reported no errors. There were no faults encounter. The reported issue most likely was a ram fault and in this case possibly an intermittent connectivity fault with ram card but not an actual component failure. The device was found to be fully functional with no problems found. The reported event could not be duplicated by medtronic personnel.